Event description:
It was reported that a safeset 24 inch arterial pressure tubing, safeset reservoir and blood sampling port became dislodged or lacked attachment. The event occurred after the use of an arterial line to draw a blood sample. Additionally, the extension tubing with the safeset was hooked to a patient line, and the nurse noticed bleeding from the site and saw that the piece was broken/dislodged. A sample photo was provided, showing the affected product. There was patient involvement and no patient harm.

Manufacturer narrative:
No product samples, videos were returned for investigation. However, an image was provided by the customer showing a disconnection from the rest of the set. Without the return of the reported sample, the complaint could not be confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.